Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 80 mg/dl and the bg meter was reading 330 mg/dl. The patient felt nauseated, had increased thirst, increased urination, and a urine test showed high ketones. The patient went to the emergency room. At the emergency room, the patient was advised she was in ¿borderline dka¿ by the emergency room doctor. The patient was treated with insulin (route not specified) and IV fluids. The patient was discharged home after approximately 10 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.